Event description:
The manufacturer received information from a customer that a trilogy evo ventilator was returned to a third party service center for four year service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the trilogy evo ventilator by a third party service center, an o2 prop stuck error code was found in the device's error log. The service technician states that an oxygen blending module (obm) valve was replaced to resolve the issue. The device passed all final testing. The software has been updated. No further investigation is required.